Manufacturer narrative:
Continued section e1 (phone #) (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "suspected device rupture". This record is for the left side. Device was explanted and replaced by another manufacturer's device, will be returned.

Event description:
Healthcare professional reported "suspected device rupture". This record is for the left side. Device was explanted and replaced by another manufacturer's device, will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on november 13, 2025, with lot number 2320738. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, stress marks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.